Event description:
It was reported that the right ventricular (rv) lead was showing high shock impedances exceeding 129 ohms, with a detection margin (dm) set at 125 ohms. The device was also emitting beep tones. Additionally, it was noted that the patient lives in a very remote area without 4g connectivity. Technical services (ts) were consulted and suggested adjusting the dm to 150 ohms and mentioned that interrogating the device would stop the beeping until the impedance exceeds 150 ohms. The ts consultant also discussed other programming options and recommended bringing the patient in if the impedance values exceed 150 ohms. The lead remains implanted and in service. No adverse effects on the patient were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.